Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a circuit board failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
While performing preventive maintenance, a field service engineer found that the unit was not working while selecting the cavity mode and the panel was blacked out with the audible alarm continuously on. As the problem was found during maintenance, there was no patient involvement associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the cause of the phenomenon was that the front panel did not light due to a failure of the printed circuit board, and an alarm sound was generated. In addition, the root cause could not be identified due to the lack of further information. Olympus will continue to monitor field performance for this device.